Event description:
The customer reported that there were no lights on the gantry control panels and no patient support movements could be made using the gantry control panels. The operator was able to move the patient support by using the CT box at the console. There was no report of harm to a patient, operator or bystander. The philips field service engineer (fse) reported there was no movement possible using the gantry control panels. The fse reported he had performed a flash procedure on the gantry power control (gpc) and determined that there was one stuck button on the right gantry display control board.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6), reported that there were no lights on the gantry control panels and no patient support movements could be made using the gantry control panels. The operator was able to move the patient support by using the CT box at the console, and complete patient scans successfully. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The customer contacted philips help desk to inform them of the event. The fse arrived on site and evaluated the system. The fse determined that the there was a stuck button on the right gantry control board, which caused no movement of the patient support. The fse shut down and restarted the entire system, and then, the gantry control panels were working correctly. The fse tested the patient support movements using the gantry panels and confirmed that it was working as specified. There was no part replacement. After the service, there have been no further recurrences of the event at the site. Engineering evaluated this issue and determined that this event is of acceptable risk with the following mitigations for this issue: a. Two independent controllers, driven by independent circuits, are controlling the motion. B. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. C. Stop button. D. Buttons test during initialization. E. Instructions in instruction for use to observe patient during all movements. F. When scan starts, the acquisitor checks for correct direction and that spiral motion does not stuck since there were no parts returned from the field because there was no part replacement, or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the gantry control panel. The fse restarted the system to resolve the issue.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).